Event description:
A customer tested patient sample for accu tni and a result of 0.67ng/ml was reported out of the lab. The original sample was re-tested twice and results of 0.06ng/ml and 0.08ng/ml were obtained, respectively. A corrected report (0.06ng/ml) was issued. The original sample was also tested on a different instrument in the customer's lab and a result of 0.11ng/ml was obtained. Patient was admitted to hospital for observation, but there was no change of treatment reported to customer.

Manufacturer narrative:
The specimen was collected in a lithium heparin plasma tube and it was centrifuged at 4,100 rpm for 7 minutes. Per customer, the sample was a full draw and not hemolyzed. There were no result flags, or event log messages associated with this event. Qc was within specifications. A field service engineer (fse) was dispatched: the fse inspected the instrument and found dried wash buffer in wash carousel. The fse replaced peristaltic pump tubing. The fse conducted hardware verification testing which passed within specifications. Although hardware issue may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.